Manufacturer narrative:
.

Event description:
The hcp reported that, the patient is experiencing gait problems and falls. The hcp tried to turn up the amplitude, but it did not help. The hcp notes that a short circuit was discovered with electrode three. They programmed around the electrode with the short circuit and the patient had good efficacy for about five days, but then the efficacy slowly drops off, and the patient was once again having gait problems and falls. An MRI of the leads was recently done which revealed that the leads appear to be in the same location as they did at implant. The medtronic engineer was contacted, and will call the physician and discuss device programming.